Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely common iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 18 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.